Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented that could have led to the event reported. Investigation summary: based on the condition of the returned sample, the reported issue could be confirmed. The stent graft was found to be partially deployed and the outer sheath was found to be elongated indicating that increased friction must have affected the delivery system during the attempt to deploy the stent graft. No indication was found for a manufacturing related issue. Potential factors which may have caused or contributed to the reported issue have been considered. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.", and "the safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated.". Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement procedure intended for an aneurysm of a left forearm loop graft, the stent allegedly failed to deploy. Reportedly, the device was removed without issue and another device was used to complete the procedure. There was no reported patient injury.